Event description:
Event verbatim [preferred term] he used the heatwrap for more than 8 hours a day [intentional device misuse] , he noticed the inside black material started to come out [device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported he used the heatwrap for more than 8 hours a day. He mentioned he used it towards the back of his neck and he noticed the inside black material started to come out. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included: reasonably suggest device malfunction: yes. Severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (26oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from a product quality complaint group included: severity rating and malfunction assessment. Company clinical evaluation comment: the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 18 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. Of the 18 complaints; 2 of the 18 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: batch h58616; investigation determined the most probable root cause of this incident as equipment category, equipment design. The die cutter phasing shifted during operation and cut cells allowing chemistry to leak outside the wrap. Qar-quality assurance report - batch h43494 investigation determined the most probable root cause of this event is equipment/process, inherent variability in the manufacturing process. Excess chemistry in the hpm discharge area fell off on the carrier web and caused the stray chemistry to fall onto the carrier web; the stray chemistry observed in this event was not activated with the brine solution that would create an exothermic reaction. No preventive action was identified because this is an isolated event related to the excess chemistry in the hpm discharge area and controls are in place to detect and reject wraps with stray chemistry (primary, secondary inspection systems and quality in-process checks). Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch re

Event description:
Event verbatim [preferred term] he used the heatwrap for more than 8 hours a day [intentional device misuse] , he noticed the inside black material started to come out [device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported he used the heatwrap for more than 8 hours a day. He mentioned he used it towards the back of his neck and he noticed the inside black material started to come out. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included: reasonably suggest device malfunction: yes. Severity of harm: s3. Product investigation results were as follows: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: complaint class: product appearance /complaint sub class: cells damaged/leaking - heat cells damaged/leaking. The citi customizable search returned a total of 18 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. Of the 18 complaints; 2 of the 18 records were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Summary of the confirmed complaints as follows: batch h58616; investigation determined the most probable root cause of this incident as equipment category, equipment design. The die cutter phasing shifted during operation and cut cells allowing chemistry to leak outside the wrap. Qar-quality assurance report - batch h43494 investigation determined the most probable root cause of this event is equipment/process, inherent variability in the manufacturing process. Excess chemistry in the hpm discharge area fell off on the carrier web and caused the stray chemistry to fall onto the carrier web; the stray chemistry observed in this event was not activated with the brine solution that would create an exothermic reaction. No preventive action was identified because this is an isolated event related to the excess chemistry in the hpm discharge area and controls are in place to detect and reject wraps with stray chemistry (primary, secondary inspection systems and quality in-process checks). Based on this citi search, there is not a trend identified for the subclass of the cells damaged/ leaking and heat cells damaged/leaking for nsw 8hr products. There is no further action required. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information received from a product quality complaint group included: severity rating and malfunction assessment. Follow-up (21nov2019): new information received from product quality complaint includes product investigation summary results. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] he noticed the inside black material started to come out [device leakage] , he used the heatwrap for more than 8 hours a day [intentional device misuse] , . Case narrative: this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date, the patient reported he used the heatwrap for more than 8 hours a day. He mentioned he used it towards the back of his neck and he noticed the inside black material started to come out. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Follow-up (26oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "the inside black material started to come out." (Device leakage) and intentional device misuse were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.